Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 150 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.